Event description:
Litigation papers allege: bilateral patient was implanted with depuy asr hip implants on or about (B)(6) 2007 and (B)(6) 2008. Patient experienced physical injury, pain, bodily impairment, and high levels of toxic metal in her blood stream. Patient has been and will be required to undergo a surgical revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
**Update** (B)(6) 2012 - patient fact sheet was received, which identified part/lot information and dates of implantation/revisions for both hips. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.